Manufacturer narrative:
Event summary: it was reported that the coating of a hiwire nitinol hydrophilic wire guide peeled off during a percutaneous nephrolithotomy. The provider placed the needle through the patient's flank and obtained access into the kidney. He then placed the wire through the needle and later observed that the black coating of the device was scraped off. The coating was still attached to the wire at two separate ends which was visualized through a flexible ureteroscope which had been placed retrograde. Both the wire and needle were removed and the procedure was successfully completed with new devices. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation: a visual inspection of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, and the instructions for use. One hi-wire was returned in opened packaging. The needle was returned without packaging or labeling. The black coating is striped from wire starting at approx. 26.5 cm from tip. Supplier investigation: as received, the specimen reportedly consisted of one-1 each; returned coiled, loose and double-bagged within ¿zip-lock¿ style poly biohazard pouches. The customer also supplied photographic images of the pouch (including the label) and guidewire damage. Dimensional verification: the specimen presented an overall length of 150.00cm and a finished diameter of .03370¿ to .03650¿. A gage bushing certified to be .0355¿ could not be passed over the length of the specimen. Note all diameter measurements were acquired from multiple locations along the length of the specimen device with a non-contact, toolmakers scope after allowing the specimen device to become dry after hydrating the specimen device with blood bank saline. On receipt of permission, the polymer jacket was removed from the proximal end of the specimen to obtain the metallic core wire diameter of .02320¿ by inch micrometer. The supplier has no corrective action specific to the product mentioned above. The supplier has no preventative action specific to manufacturing this product differently. A review of the device history records for the lot number provided does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate the product for the lot number provided was final inspection tested at the supplier and was determined to be acceptable. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precautions: when using wire guide through a metal cannula/needle, use caution as damage may occur to outer coating. Cook has concluded based on the available information it was not possible to establish a cause for the complaint. It was not possible to rule device interface and/or procedural factors as contributing to the complaint. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Occupation: non-healthcare professional, urology coordinator. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the coating of a hiwire nitinol hydrophilic wire guide peeled off during a percutaneous nephrolithotomy. The provider placed the needle through the patient's flank and obtained access into the kidney. He then placed the wire through the needle and later observed that the black coating of the device was scraped off. The coating was still attached to the wire at two separate ends which was visualized through a flexible ureteroscope which had been placed retrograde. Both the wire and needle were removed and the procedure was successfully completed with new devices. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.